Event description:
It was reported that a patient was referred for replacement due to low battery. The patient's husband mentioned that the patient had an increase in seizures in (B)(6) that had resulted in two trips to the emergency room. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a generator replacement. It was reported that the facility would not return the device. The suspect product has not been received to date. No additional information has been received to date.